Event description:
The customer reports that the clinical information center (cic) device shut down unexpectedly and would not boot back up. Six patients were unmonitored for one hour and twenty five minutes. Alternate monitoring was not otherwise available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.